Event description:
Patient was in the radiology department for a fluoroscopy procedure. She was confused and was left alone for a minute when the tech went to get something. She then fell off the table, sustaining a head laceration immediately. She was taken to ed for further exams. We are reporting this device because we feel there are no safety devices on the machine(s)to prevent this occurring with even a non-confused patient.there are no safety attachments (belts, rails, etc.) On these tables.